Event description:
The customer reported the evis exera iii gastrointestinal videoscope displayed a b30 scope communication error message. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water cylinder and tube had a whitish crystalized foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, the printed circuit board in the control body unit had corrosion due water leakage, the plug unit, cable unit, scope case, and the circuit board in the scope connector had corrosion due to water leakage, the label on the scope connector was damaged, water tightness was lost due to damage on the jet tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the scope cover was cracked, the light guide lens was cracked, the bending section cover adhesive was cracked, and the universal cord was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.